Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet with a freestyle libre 3+ after insulin delivery was paused for several hours and not manually resumed, which the caregiver attributed to the user pausing the ilet before a shower, and the highest reported glucose was 395 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication as well as analysis of information provided by the caregiver. Investigation of this case revealed no device problem and identified a usage problem involving an improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. The user returned to range after insulin delivery was resumed.